Event description:
It was reported, three months postoperatively, thrombus appeared on the cusp and the valve was explanted. The pt stopped his previscan treatment a few days before the event. There was no calcification or degeneration of the valve reported. Additional info has been requested.